Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used to fixate the mesh. The device was fired 4 to 5 times until the white tip at the end of the cannula fell off into the abdomen. The tip was retrieved with difficulty; no additional tissue damage occured while removing the tip. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The prongs of the fork are deformed which is indicative of the device being fired into bone or another hard surface. The device did not work properly because the prongs of the insertion fork were not designed to hit hard surfaces, then when this accidentally happened, the internal components of the cannula spindle could not slide properly. The cannula cap detached due to impact damage of the prongs due to mis-use of the device. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.